Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy surgical procedure, the 8.5mm 0 degree endoscope had cloudy vision in both eyes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use. The technician had noticed the problem with the scope during calibration and prior to patient arriving to operating room, scope was removed from the sterile field and taken from the operating room prior to start of procedure. No fragment fell into the patient. The procedure was completed with a backup endoscope. There was no patient injury due to the issue. No images or patient demographics available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0 degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage to its optical components. The complete window was missing. There were fragments of adhesive of the distal window missing.